Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Around august or (B)(6) 2010, the patient charged his implanted neurostimulator all night (he had been recharging all night previously with no problems). In the morning, he turned the device on and after a few minutes received several "severe jolts" and then stimulation stopped. Impedances were measured in the clinic and all electrodes showed readings of >10,000 ohms. The patient had a drug delivery pump implanted in (B)(6) 2010, but the physician did not want to explant the implanted neurostimulator at the same time. The implanted neurostimulator was explanted on (B)(6) 2011. The patient recovered without sequela.